Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, failure of the printed circuit (cr) board was confirmed as the cause of the failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the high flow insufflation unit would not start up. The issue was found during reprocessing of an diagnostic procedure. There were no reports of patient harm, no delay, and the patient was not under anesthesia. The procedure was able to be successfully completed with the same device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The device evaluation found that an alarm sound is generated and the front panel is turned off due to defective printed circuit board, and the link-in socket of the printed circuit board was corroded . The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.